Manufacturer narrative:
The patient remains on lvad support. No further information is available at this time.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the clinical nurse specialist that the patient appeared more symptomatic than in past visits and the flows and beat rates had risen to 8 lpm and 110 bpm respectively while in auto mode. Waveforms submitted for analysis revealed the possibility of inflow valve regurgitation. Clinical nurse specialist was notified of these results and additional waveforms and vent filter samples were requested for further monitoring of this patient.